Event description:
Customer reported that the reason for the return of the product was not specified. There was no pt incident or injury reported.

Manufacturer narrative:
(B)(4) - customer did not specify the nature of the complaint, unlabeled. Eval: results: eval of the returned product shows that when tested with new batteries, the alarm powers on, but there's no alarm tone. The low battery indicator feature does not work. The nurse call function works properly. The alarm does not pass functional tests. The unit battery door is missing. (B)(4).